Manufacturer narrative:
Na

Event description:
The non-functioning lead was explanted with a new lead implant. The operative lead was implanted 8 months and the lead dislodged, it moved from initial location on the heart. The lead was cut and no product was returned.